Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), a remote transmission notes indicated that a pocket revision had been performed and the device was programmed to pacing in the ventricle with sensing and response to sensing programmed off. An inquiry was received for why the device was toning every day at the same time. A review of crt-d data showed the device toning was due to the device programmed to pacing in the ventricle with sensing and response to sensing programmed off with right ventricular (rv) lead off. Additionally, a rv lead, lead integrity alert (lia) triggered for two or more high rate-non sustained episodes and rv lead impedance variation. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 439888 lead implanted: (B)(6) 2019; 672625 adaptor implanted: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the pocket revision occurred because the patient had developed a hematoma approximately one week after the device implant. A hematoma evacuation was performed. It was also reported that the rv lead triggered due to oversensing and a suspected fracture. Reprogramming was done to prevent inappropriate pauses from the oversensing as well as inappropriate shocks.